Manufacturer narrative:
(B)(6).

Event description:
It was reported that rotalink plus could not be separated from the rotawire. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 330cm rotawire and rotalink plus were selected for a percutaneous coronary intervention. During the procedure, the rotawire got kinked, and the rotaburr could not be separated from the rotawire. The devices were removed together from the patient and then the burr was taken off the wire. The procedure was completed with another of the same device. No complications were reported.